Event description:
It is reported that the hex end of screwdriver fractured when the screw was seated.

Manufacturer narrative:
Evaluation summary: it is not known how the surgeon used the driver and if the driver might have been overloaded during use. There is too little information provided regarding product usage to determine a potential root cause of failure. Evaluation: as returned, a portion of the hex tip has fractured and was not returned with the complaint. Aside from the fracture, the device appears to be in good shape and shows no signs of abuse. The device has a potential field age of approximately 1.5 years. All measured dimensions, including hardness, were found to be conforming to print specifications. Manufacturing documentation for this lot has been reviewed and no anomalies were noted. There were no injuries reported as a result of this issue. No further information is available at this time.